Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was observed leading to a failure to provide appropriate ventricular antitachycardia pacing and defibrillation therapy. It is alleged this malfunction caused the patient to suffer cardiopulmonary arrest and expire. The primary cause of death was cardiopulmonary arrest, followed by chronic systolic heart failure and cardiomyopathy.